Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had frozen display. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump had replace the battery and customer get a medtronic logo that did not go away and repeats. The customer stated that the insulin pump vibrates and flashing red light. Customer reports the time clock did not advance. Customer was calling back after installing a new battery, monitoring the insulin pump for two hours and frozen display recurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No frozen display noted during testing.